Event description:
It was reported that the pacemaker and associated right atrial (ra) lead recorded one high, out-of-range pacing impedance measurement of 2775 ohms. This caused the pacemaker's lead safety switch (lss) to trigger, which reverted the ra lead to the unipolar pacing and sensing configuration. Due to sensing in unipolar, oversensing of noise was observed on the atrial channel in stored episode electrograms (egms) and on real-time egms. The ra lead was programmed back to bipolar, which resolved the oversensing and noise. At this time, the physician will continue monitoring the patient. No adverse patient effects were reported. The device system remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).